Manufacturer narrative:
Unknown if the lens was fully implanted and therefore explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported lens scratched during insertion into the eye. Patient contact was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/25/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site in two pieces. Visual inspection at 10x microscope magnification showed residues of what appeared to be ophthalmic viscoelastics (ovds) on the lens surfaces (both pieces). Scratches were observed on the pieces of lens returned. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.